Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was partially abandoned.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was partially abandoned. Additional information indicates that the right atrial (ra) lead was successfully explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics. This supplemental report is being filed to update h6: patient code; h10: additional MFR narrative and to update lead explant date.